Event description:
It was reported that the lens was explanted from the patient's left eye due to hyperopic outcomes and the lens rotated out of position. Another lens of same model but different diopter power was implanted successfully. The patient's prognosis was reported as "great."

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.